Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. The patient reported that their ins has not been working. It stopped working in 2013 or 2014. The patient inquired about device removal since they are no longer using it. The patient was sent a physician listings. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.